Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received several shock therapies which was considered inappropriate. During follow-up, the device was interrogated and a code 1005 message was displayed. The shock impedance trends were also reviewed and noted an increment sometime last year and a slight decrement a month ago. The last shock impedance measurement seemed stable. A thorax radiography was done for assessing the lead integrity and nothing abnormal was found. The patient will continue to be monitored. Additional information indicates that device fault code was cleared and the inappropriate shock resulted to therapy exhaustion; however, no adverse patient effects were reported. The physician was considering system replacement. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information has been requested. This investigation will be updated should further information be provided.

Event description:
Additional information reveals that this system continues to exhibit high out of range impedance measurements greater than 125 ohms. Furthermore, the patient underwent integrity testing again and the commanded shock returned an impedance value of 128 ohms.

Event description:
Additional information received recommendations from boston scientific technical services (ts) which indicates that the fault code 1005 was a fault triggered due to a shock lead open condition resulting from high shocking lead impedance during shock delivery. Ts further discussed on possible causes of the shock impedance variability in daily measurements trend. Ts recommended a device and lead system integrity evaluation, a sharp x-ray of the header, continuous measurements of shock impedance during pocket manipulation, and an invasive investigation might also be considered.

Event description:
Additional information indicates that this system continues to exhibit high out of range shock impedance measurements. An x-ray was performed; however, no conclusive evidence of root cause would be identified. Boston scientific technical services (ts) recommended system integrity testing.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that this patient underwent system integrity testing and a commanded high energy shock was successfully delivered and returned a shock impedance of 96 ohms. At this time, the physician will continue to monitor this system. No adverse patient effects were reported. This product remains in-service.